Event description:
The patient developed an infection at the lead site and the device was explanted. It was confirmed that the device system was removed. The patient experienced swelling and redness. It was unknown if a culture was taken. The patient was doing much better.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown; product type lead. (B)(4).